Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out, act button had delayed response, had to press more than once for work. The customer's blood glucose value was unknown. The customer stated that the insulin pump screen had rainbow effect, low battery and screen went blank, no deliveries alarm, reject new batteries. The insulin pump will not be returned for analysis.